Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n450894, implanted: (B)(6) 2014 product type: accessory. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal bupivicaine 0.5mg/ml at 0.075mg/day and morphine 20mg/ml at 3mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that there was shocking coming from the pump. The patient feels a shocking sensation when active (does not feel it when sitting or lying.) The sensation was only felt at the pump site. It was noted that the patient was not currently feeling the sensation. The patient started feeling the sensation about a week ago ((B)(6) 2015.) Also stated that the patient felt it again while driving 2 days ago ((B)(6) 2015), and the sensation caused her to get into a car accident. There was no allegation against the drug. The patient outcome and any intervention remained unknown at the time of this event; if additional information is received this report will be updated.